Event description:
Patient admitted for elective coiling of known wide-neck aneurysm. Procedure completed using hde device - lvis jr. Patient started to recover from angiography procedure in the neurological ICU. Patient has decline in neurological status. Patient sent for repeat head CT which revealed large subarachnoid hemorrhage.